Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a heath care professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the device has not worked for past 2 years. Patient needed an MRI. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated.